Event description:
It was reported the pt was not used or charged the system in a while. As a result the ipg will no longer communicate with the external devices. The sjm representative reviewed the charging guidelines with the pt. The pt will review the guidelines with her caregiver.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.